Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the operating room for non invasive induction. Upon interrogation the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in good condition after the procedure and would be monitored.